Event description:
It was reported that during a da vinci sigmoid colectomy procedure, a broken wire was observed on the small grasping retractor instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp was no longer installed in the clevis. There was material missing. The clevis did not exhibit any damage or wear marks. Intuitive surgical inc., (isi) has conducted a device history record review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis if to recur could cause or contribute to an adverse event.